Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 30669290.

Event description:
It was reported that the patient who is enrolled in the fast clinical study a4099 experienced lead migration, which was confirmed with imaging, and high impedances on the lead causing inadequate stimulation. Reprogramming of the device was completed, after which the patient reported receiving adequate stimulation. The patient underwent a revision procedure, during which fluoroscopy was performed at the beginning and migration was confirmed, in which the left lead and left clik were explanted and new devices implanted. The clik was explanted as a precaution to prevent migration of the newly implanted lead. The patient is doing well postoperatively.

Event description:
It was reported that the patient who is enrolled in the fast clinical study a4099 experienced lead migration, which was confirmed with imaging, and high impedances on the lead causing inadequate stimulation. Reprogramming of the device was completed, after which the patient reported receiving adequate stimulation. The patient underwent a revision procedure, during which fluoroscopy was performed at the beginning and migration was confirmed, in which the left lead and left clik were explanted and new devices implanted. The clik was explanted as a precaution to prevent migration of the newly implanted lead. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 30669290. The lead was returned, analyzed, visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. The clik device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the lead and the clik anchor instructions for use, IFU and there was no evidence that the devices were used in a manner inconsistent with the labeled indications. It states lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.